Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited leakage from the tube connection. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device for investigation. Visual inspection found no damage; in order to replicate clinical use, the fluid warmer was installed onto a level 1 fluid warmer (model h-1000). The heat exchanger assembly was successfully installed; no leaks were observed during operation (recirculating fluid path only). The infusate line was then primed using an ICU medical provided syringe. A leak was observed at the infusate tubing outlet at the bottom of the heat exchanger (location: between item no. 17 & 18, from 14). Upon closer inspection under magnification, a channel was observed at the tubing junction. Evidence of a solvent ring on the tubing end, shows evidence indicative of an inconsistent solvent application. A dimensional analysis was done on the o.d. Of the tubing. The tubing measurements met specifications. The complaint of leakage can be confirmed. The probable cause is due to an inconsistent solvent application at the tubing junction. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.